Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a possible under delivery anomaly. Customer experienced high blood glucose at the level of 599 mg/dl. Customer was treated with manual injection. Customer stated that the drive support cap was flushed. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected no delivery alarm noted during testing. Unit was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.087550 inches. No possible over/under delivery anomaly noted.